Event description:
It was reported that the inferior vena cava (ivc) filter had perforated the ivc. On (B)(6) 2001, the patient was implanted with a greenfield filter. On (B)(6) 2019, the patient received an abdominal CT scan to assess ivc filter placement. Multiple prongs of the distal portion of the device were located outside the lumen of the ivc, and the proximal portion was seen just anterior to the ivc.